Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the set released on the purple part where it connects the diet bag. There was no patient injury. Additional information provided on (B)(6) 2021 stated that the issue occurred during use and the diet leaked.